Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a 0.3ml bd insulin syringe were provided. The customer reported when removing the shield, the needle with the shield was separated from the barrel. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. Manufacturing ((B)(4)) will be notified of the observed issue. Due to the batch being unknown, no DHR review can be completed. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the that the needle hub separated from the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the shield, the needle with the shied was separated from the barrel."